Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08518, 0001825034 - 2018 - 08521

Event description:
It was reported that, during surgery, the device made a strange noise and error messages were displayed on the front panel of the device and ultimately the device stopped working, causing a delay to the procedure over thirty (30) minutes. Surgery was completed with manual instrumentation successfully. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned for evaluation. Reported event was unable to be confirmed due to limited information received from the customer. Supplier DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.